Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 250 mg/dl. Reportedly, the customer changed the infusion set to address the alarm.